Event description:
The patient had an accidental fall in may or june 1993. He developed a gradual instability of the joint accompanied by an outward-twisting deformity of the left knee with rotation. This required the replacement of the implant.